Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose level was 130 mg/dl. Troubleshoot for failed battery test alarm was performed and customer reported that he received the failed battery test. The insulin pump will not be returned for analysis